Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 250 mg/dl. Customer's current blood glucose was 200 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.